Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227034083); product type: ; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open distally and became stuck in the distal part of the phenom 27 microcatheter. The patient was undergoing treatment for an unruptured, amorphous aneurysm located in the left internal carotid artery ophthalmic segment. The max diameter was 4.82mm, and the neck diameter was 5.0mm. The patient's vessel tortuosity was severe. The landing zone was 4.1mm distal and 4.77mm proximal. It was reported that after the phenom 27 microcatheter reached the designated position, the guidewire was pushed steadily and the mi crocatheter was withdrawn. During the process of deploying the pipeline, it was found that the tip end of the stent could not be deployed. Less than 50% of the pipeline had been deployed when it failed to open. After repeated attempts, it still could not be pushed out normally. No additional steps were taken to open the device. Finally, it was found that the stent was stuck in the microcatheter and could not move. The stent and microcatheter were removed and replaced. The patient did not experience any injury or complications. Postoperative angiography results were said to be satisfactory. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a navien guide catheter.

Manufacturer narrative:
H3: ¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F ¿ as found condition: the pipeline flex braid was returned stuck inside the phenom 27 catheter; inside of a biohazard bag and a shipping box. The pushwire was not returned. ¿ visual inspection/damage location details: the distal end of the braid was not opened due to damaged braid. The proximal end of the braid was opened and frayed. The catheter tip and marker band were examined; no damages were found. The catheter body appeared to be flattened at 2.7cm to 11.0cm from the distal tip. No flash or voids molded were observed in the hub. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found to be patent. The catheter was then tested by running an in-house 0.0260¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, it got stuck at 11.0cm from the distal tip. ¿ conclusion: based on the returned device, the customer complaint was confirmed as the braid was stuck inside the catheter. The distal end of the braid was not opened due to damaged braid. In addition, the catheter was also found flattened. The cause of the failure to open and resistance could not be determined. Possible cause of failure to open includes severe vessel tortuosity and damaged braid. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. However, the cause for the braid damage could not be determined. Possible causes of resistance include the use of damaged device, severe vessel tortuosity and lack of continuous flush with heparinized saline during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that it was unknown if there was any damage observed to the pipeline pushwire or catheter. After communicating with the surgeon, it was reported that after the stent reached the designated position, it could not move during the push and withdrawal processes. After several repetitions, the guide wire could be moved, but the stent could not respond accordingly in the microcatheter. So the stent and microcatheter are all removed together.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.